Event description:
Hcp reported pt underwent pump and catheter replacement after pt had increase in spasms, sweating, tightness, and pain with no obvious cause. Catheter study was negative. Pump was interrogated and refilled with new medication. The pump and catheter were replaced. The pt has only had a partial response to compounded baclofen all along. The pt recovered without sequelae, level of symptoms somewhat better.